Event description:
N/a.

Manufacturer narrative:
Corrected fiels: e1- initial reporter name. Updated fields: b4, e1- event site email, g1-contact person at mfg site, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fst unable to identify any fault or failure with this unit. No evidence in logs and any failure or fault codes. Performed functional check and safety test. Unit passes all functional and safety checks. Completed product inspection per customer/manufacturer requirements.

Manufacturer narrative:
Corrected fields: e3-occupation. Updated fields: b4, g3, g6, h2, h11.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that prior to use the cardiosave intra aortic balloon pump had failed testing. There was no patient involvement and no injury were reported.